Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 lvas and the reported right heart failure and pulmonary hypertension could not conclusively be established through this evaluation. Lastly, an analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported by the hospital that the patient was having 0 flow due to venous/arterial (v.a.) Pulmonary embolism. The patient was placed on extracorporeal life support (ecls) to stabilize the patient¿s hemodynamics. An echocardiogram (echo) was performed and showed that there was no blood flow from the right to the left side. A cardiovascular computed tomography (cct) scan was also performed and showed no signs of a pulmonary embolism. The hospital planned to reduce the pulmonary pressure and implant an rvad on (B)(6) 2020. The patient ultimately expired on (B)(6) 2020 due to sepsis, right heart failure and pulmonary hypertension. The account communicated that the sepsis was based on pneumonia. The patient never received an rvad and the pump was working as expected for the duration of support. Lastly, the account communicated that the pump was not explanted. The submitted system controller event log file contained data from 31jan2020 through 02feb2020. It was noted that starting on (B)(6) 2020, 10 low speed alarms were noted within the file due to the patient¿s set speed being set below the low speed limit. The pump regained speed following each event when the patient¿s set speed was set above the low speed limit. It was noted that low flow alarms were observed throughout the duration of the log file. The remaining log files also observed low flow events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists infection, hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides an explanation of each of the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The patient care and management section of the IFU also contains a subsection entitled ¿right heart failure¿. The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they are uncomfortable with the operation of the equipment. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. Lastly, both documents provides care instructions in regards to preventing infection and provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections b2, b5, h1, h6: additional information.

Event description:
Additional information: it was reported that the patient was unable to undergo rvad implant and expired on (B)(6) 2020. The patient expired due to sepsis from pneumonia, pulmonary hypertension, and right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 0 flow due to venous/arterial (v.a.) Pulmonary embolism. After CPR, the patient was put on extracorporeal life support (ecls) to stabilize the hemodynamics. Echocardiogram (echo) showed no blood flow from the right to the left side. A CT scan was performed. Additional information on 4feb2020: a control cardiac CT was performed on (B)(6) 2020 showing no signs from a pulmonary embolism. Echocardiogram showed no blood from the right to the left side, but the pap pressure is between 80-90 mmhg. The device is working on 4200 rpm and has a from 0.2 to 0.5 l/min. If the pump is on 3000 rpm and the ecls is on 80% the left atrium is filling and increase the rpm to 4200 rpm the pump is working with a flow from 1.0 l/min for 10 seconds, after then the left atrium/ ventricle has no filling anymore. The action plan from the hospital is a reduction from the pulmonary pressure and implanted a rvad (schedule for (B)(6) 2020).